Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the wire unraveled off of the needle (possibly caught on needle). A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - a review of the complaint history, device history record, quality control (qc) and visual inspection of the returned device was conducted. Visual inspection noted the device was returned in a damaged condition. The coil had elongated at the distal end. Total length of wire guide is 60.0 cm. Length of core only is 40.4 cm. Length of core to weld of coil is 33.5 cm. Od of core is .1103 inches. Od of core with coil, which is elongated is .1738 inches. A kink in the coil was also detected at approximately 7 mm measuring from the distal tip. Based on the evidence displayed during the investigation, it is reasonable to conclude that coil became caught on the bevel of the needle, thus causing the damage. The reported issued is indicative of operational techniques during usage. Unless specified otherwise, inspections are performed for lengths and diameters (by gauging). The wire guide construction at the soldered areas are examined closely for smoothness and/or offset coils with magnification to ensure uniformity and reduce the potential for interference. The tip shape is verified and is also inspected. Additionally, packaging qc specification, instructs the individuals to examine each package and the components within the sealed package (if applicable) for defects. A label is attached to the wire guide holder for the wire within the packaging department, which illustrates; "withdrawal or manipulation of distal spring coil portion of wire guide through needle tip may result in breakage and/or damage. There is no evidence to suggest the product was not manufactured to current specifications. Per quality engineer risk assessment, no additional risk mitigation activity is warranted at this time. We will continue to monitor for similar complaints.